Event description:
It was reported that pump experienced malfunction alarm with code 12, and no events were noted before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged instructions.